Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a defective rear response button. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor was found to have a defective rear response button. The ribbon cable was disconnected from the rear response button. The root cause of the disconnected cable cannot positively identified. No adverse event resulted from the disconnected ribbon, the last patient to use this monitor did not report any deficiencies.